Event description:
The customer reported the generation of erroneously low pediatric patient results for creatinine (cre) and total bilirubin (tbil) on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The number of patients involved was not provided. The customer provided data for two (2) patient samples.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au680 chemistry analyzer. The fse confirmed alignments and replaced the sample probes and sample syringes which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse verified system performance and no further issues were reported. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).